Manufacturer narrative:
Imdrf device code (B)(6) captures the reportable event of delivery system difficult to remove. Imdrf device code a0501 captures the reportable event of inner sheath detachment of device or device component.

Event description:
It was reported to boston scientific corporation that an epic biliary stent was implanted in the common bile duct to treat a malignant hilar stricture during an endoscopic retrograde cholangiopancreatography (ercp) with bilateral stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent was deployed by rolling the thumb wheel; however, there was difficulty in removing the delivery system. Subsequently, the white lining of the inner sheath was sheared off and left hanging out in the common bile duct. The detached inner sheath was attempted to be removed using rat-tooth forceps and snare, but some white lining remained in the duct. The physician was comfortable leaving the stent implanted, and the procedure was completed. There were no patient complications reported as a result of this event.